Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of foam degradation inside the assembly. There is no allegation of serious or permanent harm or injury. No medical intervention was specified as required by the patient. During the evaluation of the device, at the manufacture's service center the device was visually inspected and found evidence of foam degradation inside assembly. The device has been scrapped.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of foam degradation inside the assembly. There is no allegation of serious or permanent harm or injury. No medical intervention was specified as required by the patient. During the evaluation of the device, at the manufacture's service center the device was visually inspected and found evidence of foam degradation inside assembly. The device has been scrapped. Upon review, it was determined this report is a duplicate of MFR 2518422-2023-36302. All reporting will be completed on MFR 2518422-2023-36302. Please disregard MFR 2518422-2025-109067.